Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. On (B)(6) 2017, a tandem clinical diabetes specialist (cds) met with the customer and reviewed the pump data. Tandem technical support also reviewed the pump data. It was found that the customer was not bolusing as ordered by the physician and there were gaps in basal rates. As the customer was not interacting with the pump, multiple, ongoing auto off safety alarms were received and were not addressed which resulted in pump suspension. In addition, an occlusion alarm was found in the data. The customer had been using the pump supplies for 5 days. Along with discussing the findings with the contact, the cds left the results with the customer's physician as initially he thought that the dka was due to a pump failure. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and was in diabetic ketoacidosis (dka). The customer was hospitalized for the high bg and dka. The customer was treated with intravenous insulin and fluids. The customer was discharged with the bg and dka resolved. The date of discharge was not provided. The contact reported the customer was in the intensive care unit for 2 days. The cause of the high bg was not known. However, the customer has multiple health issues and was taking medication that could impact the bg. The non-tandem infusion set site also "gets sores" which take a long time to heal and there could be a possible insulin absorption issue due to the irritation. The customer had responded to insulin injections and not pump therapy. The customer reverted to using insulin injections to manage diabetes.